Manufacturer narrative:
(B)(4).. Device evaluated by MFR: promus premier ous mr 2.75 x 16mm was returned for analysis. The manifold was not returned with the device. A visual examination of the crimped stent found slight stent damage. Stent strut rows 7-9 from the distal end of the stent were slightly deformed. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypo-tube was broken 21mm proximal to the distal end of the strain relief with multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-mar-2017. It was reported that crossing difficulties were encountered.  Vascular access was obtained via the right radial artery. The de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After pre-dilatation was performed with 1.5 and 2x9mm balloon catheters, a 16 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even with buddy wire support. The procedure was completed with another drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.